Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the position of the stimulation housing moved. Testing in situ shows that the device works properly but hearing sensation is affected as the processor rubs against the coil. A revision surgery is scheduled for (B)(6), 2012.